Manufacturer narrative:
Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated a p-wave amplitude measurement issue.

Event description:
It was reported that one week post implant of the atrial, there was undersensing of the p-wave and capture failure at maximum output. Chest x-ray showed obvious dislodgement. The lead was a revised and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.